Event description:
The customer reported an event of breakage of the screwdriver. The event happened during the surgical procedure, no adverse consequences reported by the customer. The surgeon successfully completed the procedure with another item available in the theatre.

Manufacturer narrative:
Device will not be returned. It was discarded by the hospital. If add'l info is rec'd it will be reported on a supplemental report.